Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user issues. The event reported states that the device was being used in a peripheral procedure to treat the illiac. The dfu states the apex devices are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure a marker band could not be seen. The target lesion was located in the severely calcified iliac artery. An apex monorail 15mm x 5.00mm balloon catheter was advanced to the lesion for dilation, however the marker bands could not been seen. The marker bands could be visualized outside of the patient but could not be seen during the procedure under fluoroscopy. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.